Event description:
The clinician reports the implant was inserted on (B)(6) 2022 in ada 12. On (B)(6) 2023, the implant was removed upon clinician¿s decision. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection and inflammation. No further patient complications were reported.